Event description:
Report received from abbott international affiliate (abbott united kingdom) of an over-delivery of morphine. The report states: "the pt was connected to 100ml IV pca morphine at 1mg/ml, 5 min lockout. The pt was progressing normally. Over about 15 minutes the pt experienced sudden respiratory depression, the rate dropping to 5-6 breaths/min. The pump was found to have 33mg delivered with 40 pt requests, but the bag was empty." Additional info/clarification received indicated the pt was receiving morphine for post-operative pain control. The pump settings were for bolus only mode with a concentration of 1mg/ml, no loading dose, a bolus dose of 1 mg every 5 minutes, no dose limit selected, container size of 100mmg/100ml, air alarm off. The customer reported that the bag of medication was "almost completely empty" when discovered. It was reported that the pt responded to narcan, and required a narcan infusion to maintain an adequate respiratory rate. The pt also required "hand ventilation" and supplemental oxygen administration. The pump will be returned to a foreign service center for testing.